Event description:
It was reported that the fox sv was unable to be backloaded onto a non-abbott .014 sized guide wire. Additional force was applied to load the fox sv on to the guide wire; however, the fox sv then became stuck. The fox sv and the guide wire were removed together as a single unit. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as no specific date of occurrence). Reportedly, the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.